Manufacturer narrative:
(B)(4). G2: report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the targeting device was found to be broken. No known impact or consequence to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.